Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate/confirm the customer reported complaint about the jaws not opening. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.55 mm offset at the tips. The grips were not found to have cracking damage. Probable root cause of the failure mode severely bent grip tips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the force bipolar instrument jaws would not open, there was no tissue involved. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no physical damaged noticed on the distal end of the force bipolar instrument. No material detached/broke off from the portion of the device that enters the patient. The instrument release kit (irk) was not required to open the jaws. There was no need to remove the instrument and the cannula together.